Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9735795, serial/lot #: (B)(4). No patient involved h3: onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The monitor was returned to the manufacturer for analysis. Functional testing determined that reported problem was confirmed. Mo nitor wouldn't power up with a known good power supply. Monitor was received with a crack on the display due to impact damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site was having issues with the camera cart monitor turning black but still appearing to be on. Troubleshooting was performed. The clinical specialist turned on the system and about 30 seconds afterwards, the camera cart monitor shut off. The clinical specialist proceeded to reseat all the cables and the camera cart monitor was mirroring the main monitor for about 2 minutes and then turned to black. The clinical specialist reseated everything again, and the camera cart monitor stayed on. However, after rebooting the system, the camera cart monitor was black again. Looking at the self test, the camera cart's internal network connections were all green and the monitor was displaying that it was connected. When reseating the power cable on the camera cart monitor, the issue seemed to resolve itself, but upon reboot, the camera cart monitor was black. Steve tried switching out the main cart and camera cart power/ground cables, and upon boot up, both monitors were behaving normally. When switching the cables back, the issue reoccurred on the camera cart monitor. No patient present.